Manufacturer narrative:
The product has been returned to masimo for evaluation. When the investigation is complete a follow up report will be submitted.

Event description:
The customer reported that before the multisite sensor went into service they tested it on himself and one of the office workers to see how it worked. The pr readings for both people showed approximately 40 and the saturation showed approximately 85%. They then tried the finger clip sensor (dcip) on their forefinger, ring-finger and little-finger and the readings for pr were accurate based on the test subjects stating that was more representative of their true values. No consequences or impact to patient was reported.

Manufacturer narrative:
The returned sensor was evaluated. During evaluation the sensor passed all visual and functional testing. The sensor was determined to be functioning as designed.